Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A failed alarm issue was reported with the freestyle libre 2 reader. A customer¿s husband, who is the caregiver reported that the customer¿s reader failed to alarm when the customer¿s glucose was low. As a result, the customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who obtained a blood glucose result of 30 mg/dl and glucose via IV for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader magz205-j4788 has been returned and investigated. Visual inspection was performed on the returned reader; no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. A graph of glucose values was analyzed and all alarms presented were for glucose values below the threshold range. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A failed alarm issue was reported with the freestyle libre 2 reader. A customer¿s husband, who is the caregiver reported that the customer¿s reader failed to alarm when the customer¿s glucose was low. As a result, the customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who obtained a blood glucose result of 30 mg/dl and glucose via IV for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.